Manufacturer narrative:
The following report fields have been updated due to additional information received: g3, h6. This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03941. The edwards commander delivery system was not returned for evaluation, therefore visual, functional, and dimensional testing was not performed. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of a work order was performed and revealed no other complaints relating to the complaint codes. During the manufacturing process, visual inspections and tests are performed throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests performed during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use (IFU) for the commander delivery system with s3u, device preparation and device training manuals were reviewed. Per the IFU precautions for the delivery system: do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g., kinked or stretched), or the expiration date has elapsed. Close stopcock to delivery system and rotate inflation device knob clockwise to remove any remaining air bubbles and contrast medium from inflation device to luer lock syringe to achieve appropriate volume required to deploy thv. Per procedural training manual precautions: if delivery system balloon bursts or leaks during deployment without thv embolization. Visually inspect all the components for damage. Ensure the edwards delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Carefully remove the distal balloon cover from the delivery system. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. No IFU/training deficiencies were identified. A risk assessment was performed on the reported event. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The risk of a balloon burst, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to deploy the thv. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with the inability to inflate the balloon. Since no product non-conformance was confirmed, a product risk assessment (pra) escalation is not required. Since no defects were identified, no corrective or preventative actions (CAPA) were required. As reported, "the first commander delivery system balloon ruptured at the very end of the deployment and the second balloon was inserted more ventricular to avoid narrow stj of 24.5 mm. The second balloon ruptured near the end of deployment". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that additional volume +2cc was added to the balloon. Although it is unknown as to which delivery system this is in reference to, adding additional volume can lead to balloon overinflating. Subjecting the balloon to pressures high enough to cause the balloon to burst may have led to the reported complaint event. Per the complaint description, "they were not able to remove the commander delivery system, as the balloon material was catching on the sheath". The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in the reported withdrawal difficulty into the sheath. The complaints for "general risks - failure - balloon burst" and "withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath" were unable to be confirmed neither applicable imagery nor device was returned. A complaint history review is not required. Therefore, no manufacturing non-conformance were able to be identified. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Available information suggests procedural factors (withdrawal of burst balloon/excessive manipulation) could have contributed to the event. In this case, an unspecified vascular injury to the femoral artery requiring surgical intervention occurred and was possibly due to procedural factors (device manipulation) and/or patient factors calcification of the access vessel that may have contributed to the complaint event.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-xxxxx. (MDR# 2021-11443-02). Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, post deployment of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the first commander balloon ruptured near the end of deployment. The second commander balloon was prepped and inserted to post dilate. The second balloon ruptured near the end of deployment as well. They were not able to remove the 2nd commander delivery system, as the balloon material was catching on the sheath. They decided to remove the delivery system, sheath as one unit. Upon removal, the user decided it was best to do a cut down to safely salvage the femoral artery. The valve was successfully deployed with trace paravalvular leak. There was no report of any injury to the patient.